Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate had particulate matter inside the bladder. The particulate matter was observed during filling of the device. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 21, 2014 to july 23, 2014. Evaluation summary: the sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device identified solid white particles floating in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particles were made of an acrylic material. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.